Event description:
As reported by edwards affiliates in italy, during a transcatheter aortic valve replacement (tavr) procedure using a 23mm sapien 3 ultra valve via the right transfemoral approach, resistance was encountered both during insertion of the esheath and while advancing the delivery system particularly at the distal tip. The distal tip of the esheath was found to be damaged; however, the valve itself showed no irregularities and was successfully implanted. Removal of the esheath required more force than usual, but it was ultimately extracted without patient injury. The patient remained stable following the procedure. According to the report, the access vessels were clean and straight. Based on medical opinion, the root cause of the resistance especially at the distal tip of the esheath is believed to be device-related. Imagery provided confirmed that the distal tip of the esheath+ was torn.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was returned for evaluation, and visual inspection revealed that the liner was fully expanded, the tip had opened, and the distal tip was torn. Due to the nature of the complaint, functional and dimensional testing could not be performed. Imagery provided indicated the presence of tortuosity in the patient's right access vessel. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event of tear in the distal tip was confirmed based on evaluation of the returned device and provided imagery. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process. Additionally, patient factors such as tortuosity (as per 3mensio provided there was presence of tortuosity at the right access vessel) may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.